Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) which started a least 2 months ago. Impedance measurements were normal for combinations case to #0 (7213 ohms) and case to #1 (5823 ohms) but were out of range for all other combinations. It was also reported that the patient had a loss of therapy in (B)(6) 2010. Impedance measurements at that time reported for case to #0 6589 ohms, case to #1 5207 ohms, case to #2 4958 ohms, case to #3 4551 ohms, #0 to #2 4415 ohms, and 0# to # 5314 ohms. Therapy impedance measurement had a current value of 0.75 mamp. It was also noted that the symptoms the patient experienced pertained to their left side due to the lead not being positioned well. X-rays that were taken were unremarkable. The patient was to undergo a procedure to reposition the lead. It was noted per the manufacturer's device registry that a new ins system was implanted on the patient's left side on (B)(6) 2012. Additional information was requested but was not available at the time of this report. See manufacturer's report # 3004209178-2011-09445 for prior therapy issue.

Manufacturer narrative:
Concomitant medical products: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387-40, lot# j0237085v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).